Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed a handpiece stall. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee case, the motor drive unit was not working. A back-up device was available and no delays occurred. No further information was available. Results of investigation have concluded that this unit had a handpiece stall which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.